Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd syringe 50ml ll white foreign matter was discovered in syringe. The following information was provided by the initial reporter: customer has observed a white piece inside the syringe before use.